Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the system encountered a 319 error. The light emitting diodes (leds) on the universal surgical manipulator (usm) 1 were off, and the usm would not move. The leds on usm#2,3,4 were normal. The technical support engineer (tse) guided the customer to power cycle the system and perform an emergency power off (epo) but the issue persisted. The tse reviewed the system log and identified errors 32101 and 319 pointing to a power failure on the proximal set up joint (psuj). The tse then had the customer disable usm 1. The procedure was continued with remaining three usms. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 10-june-2022: this was the second procedure of that day. The first procedure went normal. The customer restarted the system when the issue occurred, but the error still persisted on usm 1. The customer then disabled the usm 1 and completed the procedure with remaining 3 usms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse reviewed the system log and noted that errors 307 and 319 occurred on different dates and pointing to universal surgical manipulator (usm) 1. The fse performed system configuration and swapped usm 1 with usm 2, but still the issue persisted. Therefore, the fse replaced the usm to resolve the reported problem. The system was tested and verified as ready for use. Isi has requested the usm for evaluation, but the product has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 32101 and 319 pointed to psuj power failure related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following conclusion: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported failure (319 error). The unit was tested with an in-house system, and it failed in normal mode as it triggered error 319. During the psc (patient side cart) fixture test platform (pftp) test, the unit failed all the fiber tests. The parallelogram flat flex cable (ffc) #1 was replaced with a gold ffc, and the unit passed all the fiber tests. The original ffc was reinstalled, and the unit would fail the fiber tests again. The parallelogram fiber assembly would be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.